Event description:
It was reported that the patient arrived at the emergency room (ER) complaining of chest pain, dyspnea, and weakness. Perforation by the atrial lead was seen, and the physician had suspicions regarding the ventricular lead as well. Both leads were repositioned, and are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.